Event description:
It was reported that the display on the insulin pump went blank for no apparent reason. Prior to going blank, the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly and the motor.